Manufacturer narrative:
(B)(4). H6: eval results: based on the info provided, no root cause can be determined. Stent dislodgement. Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Patient's medical history includes hypertension, diabetes, previous des stent implant and stroke. Index procedure was prompted by acute mi and acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to deploy a driver sprint rapid exchange bare metal stent to the distal left anterior descending artery. However, the stent dislodged at the left main trunk. The undeployed stent was pulled back into the sheath and removed from the pt's body. No health hazard was caused to the pt. As a result of a changed approach, to the femoral artery and pre dilatation of the lesion, two driver sprint rapid exchange bare metal stents were successfully deployed to the distal left anterior descending artery. No add'l clinical sequelae were reported. Please note that this device drsp22524x is distributed outside the united states; however, it is similar to the united states distributed product drv22524x.